Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow up after hearing an alert. The svc coil impedance was noted to be high and the lead was suspected to be fractured. Approximately a week later, defibrillation threshold test was performed and the svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.